Event description:
It was reported that balloon ruptures occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 5.0mmx220mmx150cm (4f) sterling and an 8.0 x 40, 75cm mustang balloon catheters were used for dilatation. However, the sterling balloon ruptured during the first inflation at 10 atmospheres for 40 seconds while the mustang balloon ruptured during the first inflation at 18 atmospheres for 30 seconds. The devices were removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 20mm in length and extended from a position 2mm proximal of the proximal markerband to 17mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon ruptures occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 5.0mmx220mmx150cm (4f) sterling and an 8.0 x 40, 75cm mustang balloon catheters were used for dilatation. However, the sterling balloon ruptured during the first inflation at 10 atmospheres for 40 seconds while the mustang balloon ruptured during the first inflation at 18 atmospheres for 30 seconds. The devices were removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.